Event description:
A customer reported an issue with cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with complete pump reset information and guided them through the process. After the pump reset, the cgm error code did not reappear, and the customer successfully started their sensor session.